Manufacturer narrative:
Clinical investigation: there is no documentation showing a causal relationship between the event of peritonitis and the liberty cycler, liberty cycler set or the capd line. Although there is an allegation of a possible leak in the capd bag/line and the occurrence of peritonitis the leak was detected during the drain phase of the manual exchange, not during the installation of pd fluid. It is unknown if an association between the reported peritonitis and the alleged bag leak or any other fresenius products as patient alternates between capd and ccpd.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis in the hospital on (B)(6) 2017. The culture results were positive for gram positive cocci. The patient completed treatment with different supplies. The sample was discarded.

Manufacturer narrative:
Corrective data: date on follow up one incorrectly states (B)(6) 2017. Date should read (B)(6) 2017, as this reflects the date of clinical investigation completion.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis in the hospital on (B)(6) 2017. The culture results were positive for gram positive cocci. The patient completed treatment with different supplies. The sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis in the hospital on (B)(6) 2017. The culture results were positive for gram positive cocci. The patient completed treatment with different supplies. The sample was discarded.